Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp replaced the pm pcba, but the issue persisted. The asp checked the connection of the power supply and reported it was not seated correctly. The asp verified all connections and reseated the power supply to ensure all connections were connected properly but the device still failed. The customer elected to retire the device from service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The power supply was replaced but the issue was not resolved. Currently, the unit will not power on when connected to power, nor do the led lights illuminate to indicate that it is receiving current. The customer is awaiting receipt of the pm pcba for continued repair activity. No alarm sounded before shutoff. The issue confirmed to have occurred prior to patient use.

Event description:
Philips received a complaint from the customer biomed reporting the v60 ventilator powered off and could not be restarted. The issue occurred during pre-use set up; the device was not yet in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme reported there was no light emitting diode (led) illuminated on the front panel with the device plugged into alternating current (ac) power source. The rse advised the bme to check the power cord for 120v ac and for power at ac inlet. If present, continue troubleshooting by evaluating the wires at the power management (pm) printed circuit board assembly (pcba) for 24 volts direct current (vdc). The rse advised the issue may be related to the power supply or the pm pcba based on evaluation. Additional troubleshooting was necessary to make further recommendations. The investigation is ongoing.